Event description:
Additional information received indicates the patient experienced ineffective therapy due to high impedance on their scs lead. There were no allegations of malfunction or deficiency against this device, therefore, this device is no longer considered reportable.

Manufacturer narrative:
Additional information received indicates the patient experienced ineffective therapy due to high impedance on their scs lead. There were no allegations of malfunction or deficiency against this device, therefore, this device is no longer considered reportable.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.